Manufacturer narrative:
B5: additional information received via email and attached 29-oct-2021: issue found during testing, no patient involvement. H6: event problem and evaluation codes: updated after device evaluation. H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the dso (downstream occlusion) sensor seal had a bubble. The customer stated problem was not duplicated. Could not repeat customer stated problem during testing. The error 45984 was found in event history log. The main board was replaced as a preventative measure. The cause of the reported problem could not be determined. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review.

Manufacturer narrative:
One smiths medical cadd solis pump was returned for analysis. Event log history was performed and indicated that system fault was recorded in history. During analysis, the reported issue was unable to be duplicated. Service replaced the main board as a preventative measure. Based on the evidence, the complaint was not confirmed, and the problem source of the reported event is unknown.

Event description:
Information was received indicating that a smiths medical cadd solis vip pump exhibited ec 45984. No adverse effects were reported.